Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision to take place (B)(6) 2013. Asr xl acetabular system - right hip. Reason(s) for revision:alval / soft tissue reaction , pain, metallosis. **see surgeon form that reads alval / soft tissue reaction - fluid collection, and elevated chrome 54.06 elevated cobalt 198.64.** update - received confirmation that revision has taken place. Taken from (B)(4) spreadsheet dated (B)(4) 2013.

Manufacturer narrative:
Asr revision to take place (B)(6)2013 asr xl acetabular system - right hip reason(s) for revision:alval / soft tissue reaction , pain, metalosis **see surgeon form that reads alval / soft tissue reaction - fluid collection, and elevated chrome 54.06 elevated cobalt 198.64 ** update - received confirmation that revision has taken place. Taken from crawfords spreadsheet dated 27th november 2013. Update nov 17, 2017: additional information received. Corrected previous implant date to (B)(6) 2008. This complaint was updated on nov 20, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.